Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer replaced the drawer controller board, drawer board, and position sensor board. The station was rebooted, and an operational check was performed using the hardware testing application. The fse verified with the customer that the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station irorcv all cubies in drawer 6 were failed and not detected on bus. Customer stated that all attempts to recover were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.